Manufacturer narrative:
Without lot number, it is not possibe to determine the manufacture date or expiration date. (B)(4) professional service specialist followed up with the customer. (B)(4) professional service specialist discussed taping techniques, provided literature on tips when using multipore dry tape and proper taping techniques for tubing. Neither sample nor lot number were provided with this report.

Event description:
Customer reported 3730-0 multipore dry tape was used to secure an infant's oral endotracheal tube (ett). Customer alleged the ett slipped through the tape resulting in an unplanned extubation. The infant was reportedly not re-intubated but was supported with nippv (non invasive positive pressure ventilation). No additional information was available.